Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
The manufacturer became aware of a study from department of orthopaedics, (B)(6) general hospital, (B)(6) which was published in september 2015. The title of this study is ¿retrograde intramedullary tibiotalocalcaneal (hindfoot) arthrodesis with concomitant midfoot and forefoot corrections¿ and is associated with the stryker t2 ankle arthrodesis nailing system. Within that publication, post-operative complications/ adverse events were reported, which occurred between may 2009 and may 2013. It was not possible to ascertain specific device details from the report; a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication. Therefore, 10 complaint was initiated retrospectively for the different adverse event mentioned in the report. This product inquiry addresses nonunion. 3 out of 3 cases. The study states that, ¿of our patients that have nonunions (3 patients, 5%), all are diabetic with charcot arthropathy affecting the hindfoot and aged (B)(6). The tibiotalar joint failed to fuse in all 3 instances. However, successful limb salvage has been achieved through ongoing customized, immobilizing footwear. Outcomes: talus screw removed. Fusion 8mo.¿